Event description:
Asr resurfacing revision; left hip; reason for revision: pain and metallosis in soft tissue of pseudo capsule.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr resurfacing revision. Left hip. Reason for revision - pain and metallosis in soft tissue of pseudo capsule. Update received: 9th april 2014 - amended implant date: (B)(6) 2005, added hospitals: (B)(6) hospital, added surgeon's forename: (B)(6), added further surgeons: (B)(6), attached scf and added further reason(s) for revision: component malalignment, alval / soft tissue reaction and high metal ions.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.